Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to loss of capture (loc), high thresholds, and noise. It was noted that the change in threshold measurements was attributed to patient condition. Lead revision was performed during a routine generate replacement procedure for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.